Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a tactile and visual examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks. The tip was stretched 12mm from the bond to distal edge of the tip. There was significant stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. A 2.75mm x 28mm promus element plus drug eluting stent was selected to treat the lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was damaged.